Manufacturer narrative:
One used 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer was returned for evaluation. A tear was observed on one of the connections of the tubing and the quadfuse. A leak was observed at the tear. The reported complaint of a leak could be confirmed. The probable cause is from an unintentional pulling force during use. A device history record review could not be performed as no lot number was provided. D9 - date returned to mfg: 12/1/2025.

Event description:
The event involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer. It was reported that blood was leaking from IV quadfuse. The writer noted the blood and stopped the leaking by clamping the leaking quadfuse and changing it afterwards. There was patient involvement and patient harm was not reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.